Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty in breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty in breathing/short of breath. There was no report of serious or permanent patient harm or injury. In this report updated as- the device was evaluated by the manufacturer's product investigation laboratory (pil) and confirmed the presence of degraded sound abatement foam. Section evaluation method code grid, evaluation results code grid, conclusion code grid have been updated/corrected.